Manufacturer narrative:
H10: internal complaint reference: (B)(4).h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include misalignment with the drilled hole, excessive force during insertion, or inadequate bone quality. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder stabilization procedure, after a correct surgical deployment using a 2.2mm microraptor drill in a patient with reportedly not too hard bone, the microraptor knotless anchors withdrew from the bone hole after deployment. The surgeon tugged on the suture to ensure proper fixation but it wasn't stable. It was removed by tugging on sutures and withdrawing with graspers, there were no failed products left in the patient. A new bone hole was drilled after the first two microraptor knotless failed to provide stable fixation; however, once the new hole also failed, the surgeon proceeded with arthrex push lock. Surgery was resumed, after a non-significant delay, with a competitor device. No further complications were reported.